Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer changed their cartridge, infusion set tubing and infusion set site to resolve the occlusion alarm prior to contacting tandem technical support (cts). As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion. The customer's blood glucose (bg) level was 425 mg/dl and a correction bolus was to be delivered to address the bg level.